Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specification. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report high blood glucose levels for the past few days. The patient also stated that she recently experienced extreme low blood glucose levels. The patient stated that she was able to get herself to the kitchen to drink juice, but stated that she almost died due to this event. No medical assistance was required. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.